Manufacturer narrative:
Medwatch submitted on (B)(6) 2015.

Event description:
Healthcare professional reported implanting expired saline device. No injury to the patient was reported. The device was confirmed to be delivered to the physician's office on (B)(6) 2011 and implanted on (B)(6) 2015.